Event description:
Customer stated that they have woke up at 3am on several occasions with a blood glucose level of 54mg/dl. The customer received a blood glucose test result of 70mg/dl at 6:30 or 7am. They reported feeling bad and weak with blurry eyes. They drank a coke and took two glucose tablets. They went out to pick up some food. When they returned their spouse knew something was wrong. They passed out. Emergency medical technician were called. They woke up within in an hour with tubes and monitors on pt. They state emergency medical technician gave pt a tube of something by mouth. They were taken to hosp. No treatment was given at the hosp. They were kept overnight for observation. The customer was put on oral medication and taken off of their insulin. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.